Event description:
Allegedly the following occurred: "after firing, the device could not be pulled back. Then, cut there by surgical instrument per anum, removed the device. Stapling was performed properly." Lar double staple.